Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "motor is getting heated". Communications confirmed the handpiece overheated in less than 1 minute. There were no injuries reported as a result of this event.

Manufacturer narrative:
The analysis found the motor wasn't working and so a pre-repair temperature test wasn't done. The analysis also found the bearings, seals, washer, spacer, and other parts "rusted" meaning corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis complete.